Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent the single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a surgery for anterior hip on unknown date and the barbed suture was used on the subcutaneous layer. It was reported that post-op wound complications including dehiscence occurred. It was the wound opening at the suture line. The patient was not taken back to the or, however, office care for the patient was provided including wound care and re-suturing. The surgeon opined that it is unclear if the suture broke, he believes it just didn't hold long enough. Additional information will be requested.

Manufacturer narrative:
Date sent to the FDA: 09/17/2020. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition of the subcutaneous layer of anterior hip, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What were current symptoms following the index surgical procedure? Onset date? Date of re-suturing? What was the appearance of the barbed suture during the re-suturing? What was used to re-suture the patient? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were there other patient factors that could have contributed to the reported events? Other relevant patient history/comorbidities//concomitant medications? Lot number? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.